Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) a hole was discovered in the catheter. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: the nurse gave the patient indwelling needle for infusion yesterday, but no abnormality was found in the extended tube that day. The next day, when the catheter was evaluated before infusion, the sealing clip was opened and the indentation was found to be broken, so the patient was replaced with the indwelling needle before infusion.

Event description:
It was reported while using bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) a hole was discovered in the catheter. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: the nurse gave the patient indwelling needle for infusion yesterday, but no abnormality was found in the extended tube that day. The next day, when the catheter was evaluated before infusion, the sealing clip was opened and the indentation was found to be broken, so the patient was replaced with the indwelling needle before infusion.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 1354587. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was submitted to aid in our investigation, but the affected sample could not be returned. Based on the provided image our engineers were able to identify some characteristics of the damaged section that may be related to the slide clamp. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to review the clamp our engineers are unable to determine if this is the result of excessive force during application or if it related to some non-conformance on the surface of the component.